Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified in d2 and g4. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one groshong catheter segment was returned. Gross visual, microscopic visual, functional and tactile evaluation were performed on the returned device. The investigation is confirmed for the reported catheter break, material separation and the identified naturally worn and deformation due to compressive stress issues as a complete circumferential break and split was noted approximately 1.2cm from the proximal end of the catheter segment. The exterior of both break appeared to be jagged, smooth, rounded and glossy. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances during the reported event were unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023), g3, h6 (method). H11: h6 (result and conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post port device implant, the catheter of the device was allegedly noted to be broken upon examination. The tip of the catheter was removed. It was further reported that the device migrated. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: (expiry date: 03/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, the catheter of the device was allegedly noted to be broken upon examination. The tip of the catheter was removed. It was further reported that the device migrated. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port device implant, the catheter of the device was allegedly noted to be broken upon examination. The tip of the catheter was removed. It was further reported that the device migrated. The current status of the patient is unknown.